Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was not receiving effective stimulation. X-rays were taken and revealed possible lead migration. Reprogramming was unable to resolve the issue. Subsequently, the pt underwent surgical intervention where the lead was removed and replaced with a new one. The pt reported effective stimulation coverage postoperative.